Event description:
It was reported that the autoclavable camera head had poor contact of the cable, and the image was abnormal when the cable was shaken. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (address 1) - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the poor contact of the cable and the abnormal image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.